Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be submitted.

Event description:
Reportedly, the customer had elevated blood glucose levels and ketones which led to changing out the infusion set. Customer then saw blood in the tubing. Reportedly, the customer was filling the tubing and noticed a leak in the patient line (pigtail) area of the cartridge. Customer reports the patient line looked "smashed" where the patient line tubing meets the luer lock. Cartridge and infusion set were changed and the customer's blood glucose level has returned to target range and also no longer has ketones.